Event description:
Routine complaint investigation when a consumer reported the inability to calibrate their precision xtra blood glucose monitor. A display message of 'error 103' was obtained. Consumer obtained treatment via their local hosp. Investigation identified that the consumer was attempting to calibrate their blood glucose monitor with test strips that are not compatible with their device.